Event description:
Additional information received reported that the patient ¿fell on her programmer¿ and she was seeing ¿some weird numbers coming up.¿ the patient programmer was showing that the battery was 35%. It was noted that the patient fell a week or a couple of days prior to the date of this report and she fell on the left side of her chest which was where the stimulator was. It was noted that the impedances readings were less than 3200 when the device was checked in (B)(6) 2011.

Event description:
It was reported that the battery measurement on the patient programmer was 35%. The patient's voltage was low and estimated to be 1.7 volts, but it was increased to 1.9 volts. The longevity was "approximately" seven years based on the patient's settings and thus the battery measurement seemed "inappropriate" for the duration of the implant. The patient was able to change her settings and has not had the system "checked" since october 2011. It was also reported that the patient "fell" a few days or possibly a week prior to the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4),: product type programmer, patient product ID, 37092 lot# 279290001, implanted: 2011 (B)(6), product type accessory product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3389s-40 lot# v621021, implanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).